Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal right anterior descending coronary artery that was mildly tortuous, heavily calcified and 95% stenosed. After pre-dilatation, the xience prime 3.5 x 38 mm stent delivery system was advanced but was unable to cross. After several withdrawal attempts, the stent dislodged but was successfully retrieved via snare device. Resistance with the anatomy was noted prior to the dislodgement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance and difficulty to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The patient effect of foreign body in patient was a result of the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.